Manufacturer narrative:
Upon receipt, visual inspection by boston scientific's post market quality assurance laboratory found that the insulation webbing was damaged (385-395mm from the terminal pin). Additionally, the rs (negative) conductor coil was fractured (398-400mm from the terminal pin). Due to the location and type of damage, it was concluded that the cause was due to entrapment in the clavicle/first-rib region.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) pacing lead impedance). The local representative and clinic nurse were notified of the alert. Subsequently, the local representative contacted technical services to discuss the alert. Technical services informed the local representative that the actual impedance value had not yet been displayed to latitude's physician's website (the test is done every 21 hours but will not be uploaded until 24 hours expires). However, the values had to be at least 2000 ohms in order to trigger the alert. The local representative was informed that the daily impedance measurements have been variable (400 ohm range to 1500-2000 ohms) since (B)(6) 2010. Additionally, the stored episodes were reviewed which identified multiple nonsustained episodes associated with oversensing and electrogram noise on both the rv pace/sense and rv shock channels. The electrogram noise on both channels appear to be unrelated to each other. The clinic nurse contacted technical services the next day and asked what value would have triggered the red alert. The clinic nurse was told that a value greater than 2000 ohms would trigger the alert. The clinic nurse reported that the patient will be scheduled for an rv lead replacement procedure. Subsequently, boston scientific received information that this rv lead was explanted and replaced. During the extraction procedure, the competitor right atrial (ra) lead dislodged. The physician elected to extract and replace the ra lead.